Event description:
Per the clinic, the patient experienced a biofilm infection (site of infection not confirmed) and an extrusion of the device. Subsequently, the patient was treated with oral antibiotics, however, the issue could not be resolved. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2025-03502.